Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery was depleting quickly and pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.